Event description:
A customer from (B)(6) reported several xenium dialyzers with leaks. Per the information provided, no injury patient was reported.

Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation was performed. This product is manufactured for distribution outside of the u.s. And does not have a 510k number. It is being reported because it is the same as or similar to product distributed within the u.s.